Manufacturer narrative:
Patient information not available for reporting. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during revision procedure on (B)(6) 2018, when attempting to implant a zero-p va 18mm self-tapping ¿rescue screw¿ in the implanted zero-p va cage, the screw would not move past 16mm of depth. It spun in place and would not fully seat. The 18mm screw was removed and a new 16mm screw was implanted in its place. No surgical delay and no patient consequence. The patient was initially implanted with a zero-p va cage and two (2) 16mm screws on (B)(6) 2018 due to degenerative disc disease (ddd) at c5-c6. During a follow-up magnetic resonance imaging (MRI), the surgeon didn¿t like the angulation of one (1) of the implanted 16mm screws and wanted a screw with a bigger purchase into the vertebral body. There was no issue with the screw. The patient was brought back for a revision to remove a hematoma and they decided to remove the 16mm screw and replace it with a 18mm screw. The zero-p va cage remained implanted along with the one (1) 16mm screw which was never explanted from the (B)(6) 2018 surgery. No surgical delay during the initial surgery. This report addresses the intraoperative event of zero-p va 18mm screw would not move past 16mm of depth, spun in place and would not fully seat. (B)(4) addresses the post-operative event/revision of poor screw angulation and hematoma. Concomitant devices reported: zero-p cage implant (part number unknown, lot number unknown, quantity 1), 3.7mm titanium cervical spine screw self-drilling/variable angle 16mm (part 04.647.836, lot number unknown, quantity 1). This report is for one (1) 3.7mm cervical spine screw 18mm this is report 1 of 1 for (B)(4).